Manufacturer narrative:
The following report has been updated for serious injury. Section "product problem" in box b has been updated to reflect adverse event. "Type of reported complaint" in box h has been updated/corrected to reflect serious injury. Patient outcome code grid and health effect- impact code has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged of having difficulty breathing/short of breath, cough and chest pain. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found no evidence of contamination. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was no evidence contamination on the device. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.